Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to another indication. The peritonitis was manifested by abdominal pain, nausea and vomiting. The cause of the peritonitis was unknown. Four days after onset, the patient was hospitalized for the peritonitis and another indication. On the same day, the patient began treatment for the peritonitis with vancomycin, 2 to 3 grams, intraperitoneally (frequency was not reported). Eighteen days later, the treatment with vancomycin was discontinued and on an unreported date (in the same month) the patient was discharged from the hospital. Four days after being discharged from the hospital, the patient experienced an unrelated event while sleeping and passed away. It was unknown if the patient was recovered from the peritonitis at the time of death. The patient was connected to the homechoice device at the time of death. It could not be confirmed if an autopsy was not performed. No additional information is available.